Event description:
Additional information was received from a healthcare professional. It was reported that the patient was unresponsive; blood pressure dropped, and had increased spasticity in legs. The patient experienced an "issue with new pump efficiency". The patient had involved or prolonged inpatient hospitalization. The physician felt the events were "more of an issue with new pump efficiency versus the old pump and not a complication."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 2500 mcg/ml baclo fen at 1553 mcg/day and 10 mg/ml dilaudid at 6.2 mg/day via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2016, it was reported that following a pump replacement surgery on (B)(6) 2016, the patient's blood pressure dropped and they became unresponsive in the intensive care unit (ICU). The patient's drug dose was dropped by 20% despite their spasticity still being bad.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.